Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented and broken, the bail cover was broken and contaminated, the ring cover and battery drawer were broken, the battery contacts were compressed, the display was out of electrical specification with missing pixels, and the lead flex cover was corroded. (B)(4).